Manufacturer narrative:
Patient information now provided. Patient identifier field not sufficient to hold all digits, should read: (B)(6).

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the mobile view station (mvs) power board fuses f11 and f12 were open. The fuses were replaced with spares, and system functionality was restored. The fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a procedure, the imaging system could not be powered on. It was reported that the power line light was not illuminated. The fuses were replaced and the issue was resolved. The procedure was completed successfully with the imaging system and the patient was not impacted. The length of delay to the procedure was not provided.